Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer due to the open/close sensor being out of its seated pocket in the latch catch, preventing it from detecting the inseparable latch magnet. A field service engineer reseated the sensor to resolve the issue and also reseated the row board cables on drawers 2.1 and 2.2 due to medstation performance analysis report errors. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main full- height cubie drawer 5 located in 6westa failed and was unable to be recovered, which hindered users from accessing medications for a patient. This incident did not result in any delays in dispensing medications to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.